Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from a cobas e602 analyzer. The specific date of testing was not provided. The sample was submitted for investigation and was tested on a centaur analyzer, analytical e module analyzer, and a cobas e411 analyzer on (B)(6) 2015. Of the data provided, only the thyrotropin (tsh) results were discrepant. Refer to the attachment to the medwatch for all patient data. Information concerning if any result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. The reagent lot number and expiration date were requested, but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. From the provided information, a general reagent issue could be excluded. Differences in the results from different methodologies could be due to the different setups of all assays, the antibodies used and the variances in reference methods. The results for all thyroid assays vary with the age and gender of the patient and with other population characteristics. These factors need to be taken into account when analyzing results for thyroid assays.